Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization on (B)(6) 2019. The sensor was manually recalibrated on website where the mean was increased by 8mmhg. Accurate readings were observed under the manufacturer's patient care network database.